Event description:
It was reported resistance was encountered removing this balloon catheter from the graft area during a loop graft declotting procedure which resulted in a segment of the balloon material detaching in the pt. An x-ray was perforemd and the detached segment could not be located, therefore, no retrieval was attempted. Subsequent declot revisions were perforemd on two other occasions. Following the second declot revision, 22 days after the initial procedure, a thrombectomy was performed and the detached balloon segment was retrieved from the graft area. The pt's condition is good and has since been discharged. This device has not been received for evaluation. Therefore, no failure analysis is available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomic and non-anastomic) tend to be more difficult to open and usually require much higher pressures for effective dilation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Follow up indicated this device was used in a non-indicated procedure, declotting a loop graft. Co believes the above factors may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Directions for use state: "ultra-thin balloon dilation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended. If resistance is encountered, due to balloon rupture or for any otehr reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."